Manufacturer narrative:
The investigation noted that there were multiple qc expired, out-of-range, and sample aspiration alarms surrounding the event. Aspiration alarms can be an indication of poor sample quality. The field service engineer (fse) inspected the analyzer and determined that the event was caused by worn ion-selective electrode (ise) pinch valve tubing and sipper tubing. He then inspected all assemblies. Cleaned the wash bath, sample probe, and ise sipper. Replaced the pinch valve tubing and sipper tubing, changed all of the syringe seals, and verified the alignment. He performed an air purge, reagent prime, ise checks (x50), and mechanical checks with successful results. Calibrations, qcs. Crosschecks with another module were performed with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na and k electrode lot numbers and expiration dates were not provided. The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 12 patient samples on a cobas pro ise analytical unit. The patients' doctor questioned the results which prompted the customer to repeat the patient samples. For sample 1, the initial na result was 130.0 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 138.3 mmol/l. For sample 2, the initial na result was 126.5 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 133.5 mmol/l. For sample 3, the initial na result was 128.9 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 137.1 mmol/l. For sample 4, the initial na result was 127.4 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 135.4 mmol/l. For sample 5, the initial na result was 129.2 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 137.4 mmol/l. For sample 6, the initial na result was 128.9 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 137.6 mmol/l. For sample 7, the initial na result was 125.4 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 133.6 mmol/l. For sample 8, the initial na result was 127.2 mmol/l and the initial k result was 3.63 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat na result was 135.4 mmol/l and the repeat k result was 4.07 mmol/l. For sample 9, the initial na result was 119.9 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 127.2 mmol/l. For sample 10, the initial na result was 127.7 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 136.0 mmol/l. For sample 11, the initial na result was 129.4 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 138.4 mmol/l. For sample 12, the initial na result was 128.6 mmol/l. The sample was repeated the next day on another cobas pro analyzer and the repeat result was 137.2 mmol/l.